Event description:
Pacemaker inserted in 1993. Seen in ER 8/31/97 for syncopial episode. Cardiology work up determined pacemaker failure. On 9/2/97 underwent pacemaker revision with replacement of battery.